Event description:
Kelly clamp was handed to doctor by certified surgical technologist (cst) at delivery to clamp the umbilical cord to obtain a segment of cord blood. The head of the clamp broke away from the body of the clamp when she attempted to lock the handle. The instrument and broken clamp head was removed off field, handed to rn circulator, and double bagged in biohazard bag with patient's label. Rn handed the bagged instrument to charge rn.device #1is this a laboratory device or laboratory test?no.